Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple cartridges did not fit onto the pump. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 300-322 mg/dl.